Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) died, june 19, 2006. The caller reported that the patient received multiple shocks which were successful, but the patient's rhythm kept recurring and subsequently, the shocks were no longer successful in converting the patient's arrhythmia. It was discussed that the device paced post shock, but that there was possible undersensing and deterioration of the patient's rhythm. A guidant technical services (ts) consultant discussed the automatic gain control(agc) operation and post shock fast agc. It was discussed that if some undersensing had occurred, the patient's rhythm was also deteriorating and the device may not have been able to detect the low heart signals.